Event description:
New information noted that the complaint and malfunction of intermittent interrogation was on the programmer and there is no allegation of malfunction on the implantable cardioverter defibrillator.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited interrogation problem and the interrogation was intermittent. No intervention was performed.